Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage at the keypad traces. No display ramping on its own anomaly was noted. The pump was also received with a cracked case at the display window corners, a display window, cracked battery tube threads, and minor scratches on the lcd window.

Event description:
It was reported that the customer had an unresponsive keypad on the insulin pump. It was not possible to stop the numbers on the display. The pump will come back for analysis and will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.